Manufacturer narrative:
Radiometer has concluded their investigation and found that root cause is traced to component failure.

Event description:
According to the complaint, on (B)(6) 2023 a patient blood sample was run on an abl90 flex analyzer to assess patient condition. The blood gas analyzer could not normally issue a report when the nurse pumped arterial blood to operate the blood gas analyzer. Error codes were shown. After contacting the engineer, it was considered that the sensor cassette (sc) had the problem, and the sc was replaced. Samples were immediately sent to other departments for examination.